Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported that the diameter of aorta at the renal artery was 30 mm, the length of proximal aortic neck 18-19mm, aortic neck angulation was 10-15 degree, and there was moderate tortuosity and calcification. It was reported the stent grafts were deployed. The stent grafts were modelled with a balloon. The final angiogram revealed that there was a shift or disruption in plaque beyond distal end of ipsilateral limb in the uncovered native right common iliac artery and a 10x4 self-expanding stent was placed with excellent results. No clinical sequelae were reported and the patient is fine.